Manufacturer narrative:
Concomitant products: hem3348, hem3348 33mm haemorrhoid stap4.8mmstap (lot#:n2l0314y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in an open stapled transanal rectal resection (starr) for minimally invasive procedure for haemorrhoids (miph), while firing, two hemorrhoid staplers fired and cut the tissue but the staple line did not form. The issue resulted to increase of blood loss, tissue damage, tissue loss, and delay to procedure of more than 30 minutes. The doctor had to use suture slowly to overcome the bleeding.